Manufacturer narrative:
Intuitive surgical, inc. (Isi) has received the permanent cautery hook instrument for evaluation, but evaluation has not been completed as of the date of this report. Therefore, the root cause of the customer reported failure mode has not been determined.

Event description:
It was reported that during central processing, it was observed that the curved tip was coming out of the permanent cautery hook instrument. There was no report of patient involvement.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis testing. The permanent cautery hook instrument was found to have the hook dislodged. No pieces were missing. The complaint was confirmed by failure analysis.

Event description:
Refer to h10/h11 for follow-up information.